Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that an urgent log file review was requested from the vad coordinator. The manufacturers technical service representative reviewed the log file and confirmed a pump stoppage that occurred on (B)(6) 2017. The lvad system was powered by batteries at the time of the event. The patient was reported as asymptomatic. On (B)(6) 2017, a technical service representative completed a distal end percutaneous lead (driveline) replacement. The lvad system was connected to a grounded power module patient cable with no additional alarms reported. No additional information was reported.

Manufacturer narrative:
Approximately 17 inches of the external portion/distal end of the driveline was returned for evaluation. Although a pump stoppage event was confirmed through the evaluation of the submitted system controller log file, the cause could not be conclusively determined through the evaluation of the returned portion of the driveline. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate layers were unremarkable. Breakdown of the metal braided shield was observed adjacent to the metal connector and approximately 3.5 inches and 11 inches from the metal connector. The metal braided shielding was removed and examination of the underlying wires revealed evidence of minor kinking 3 inches and 11 inches from the metal connector, but no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.